Manufacturer narrative:
Manufacturer's investigation is still pending at this time. Results and conclusions will be provided in the final report. H6: medical device problem code 2017- failure to follow steps / instructions.

Event description:
It was reported that an arteriotomy closure of the significantly calcified common femoral artery was attempted using the pre-close technique via a small-bore sheath hole prior to a transcatheter aortic valve replacement procedure. Reportedly, 2 prostyle devices were pre-placed without issue; however, the physician did not know how to tighten or lock the knots; therefore, due to the user error, hemostasis could not be achieved with 2 prostyle devices. Closure with the prostyles was abandoned and hemostasis was achieved with a covered stent. There was no reported adverse patient sequelae and no clinically significant delay in the procedure or therapy. No additional information was provided.

Manufacturer narrative:
The device was not returned for analysis. Production record and corrective and preventative actions (CAPA) reviews were performed and revealed no indication of a product quality issue. Additionally, a query of the complaint handling database for the reported lot revealed there is no indication of a lot specific issue. Reportedly, the physician did not know how to tighten or lock the knots; therefore, due to the user error, hemostasis could not be achieved. It should be noted that the electronic prostyle instructions for use (eifu), states: while maintaining the single handed position with the perclose prostyle suture trimmer, keeping the rail suture limb taught and the tip of the suture trimmer on top of the knot, pull gently on the rail suture limb coaxial to the tissue tract with the right hand to remove the suture slack, tighten and lock the suture knot at the vessel surface. Hemostasis of the access site is achieved when the suture knot is fully advanced to the vessel surface and the tissue is in complete apposition. In this case, the physician was aware and reported the IFU violation. The difficulty appears to be related to the user error. The subsequent treatment appears to be related to the circumstances of the procedure. There is no indication of a product quality issue with respect to design, manufacture or labeling of the device.